Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the trial was initiated on (B)(6) 2026. It was reported that the patient experienced worsening baseline symptoms of non-obstructive urinary retention. They were feeling urge to void but little to no amount was coming out of their bladder when they tried to cath. They tried to assist patient to turn therapy off. The patient said that when they open mytherapy app that it was stuck to connecting page. Therapy setting page not showing. The patient was advised to contact physician's office as well, the patient said physician's office already closed and doesn't have emergency line. The event was notified to manufacturer representative (rep) to contact patient for assistance. The issue was not resolved and it was still ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.